Manufacturer narrative:
No sample has been received to date. Results: reporter stated he was sending the patient plate for analysis. The sample has not been received to date. 3m completed a device history review (DHR) and no issues were identified. In addition, (B)(4) retained samples were inspected and no issues were identified.

Event description:
A surgeon reported a 9135-lp 3m¿ universal electrosurgical pad was applied to a female patient's left anterior lateral thigh prior to a lipo abdominoplasty. Following the surgery, the electrosurgical pad was removed and a full thickness (3rd degree) burn wound was discovered on the patient's lower, left lateral thigh. The burn wound was excised and a primary closure was completed. The patient was healing well one week following the event.

Manufacturer narrative:
Reporter address was corrected. Method - in addition to method 10 and 3331, retained samples from the same lot were also inspected and no defect was found. All indications show the 3m¿ electrosurgical patient plate in question met all product specifications with no defects. End of report.